Event description:
It was reported that all the electrodes of the lead had high impedance readings >10000 ohms. The lead was explanted and unk if it was replaced. The pt experienced no injury and recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.